Event description:
Heartmate ii left ventricular assist device (lvad) patient presents with 7th gastrointestinal bleeding event requiring hospitalization and blood transfusions despite anticoagulation being discontinued ~ 5 months prior. Hemoglobin on admission was 5.8 despite 2 transfusions given ~ 2 days prior to admission. An additional 6 units of blood were required after admission. Urgent colonoscopy was performed and found a dieulafoy vs an arteriovenous malformation lesion actively bleeding in the descending colon; which was treated with epi + clips x 3.